Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the non-invasive blood pressure readings are duplicating and not taking new blood pressures every five minutes as it is set to. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the non-invasive blood pressure (nibp) readings are duplicating and not taking new blood pressures every five minutes like it is set to do.